Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician noted deteriorated foam. Dust/dirt contamination was present in the device. The device was scrapped by the service center after the evaluation was completed.